Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain and failed back surgery syndrome. The pump contained an unknown brand of morphine [25 mg/ml] at a dose of 5 mg/day and clonidine [850 mcg/ml] at a dose of 170 mcg/day. It was reported the patient experienced signs and symptoms of withdrawal including increased pain, restless legs, and overall not feeling well. The event date was unknown. The patient was instructed to put in clonidine and fentanyl patch to supplement intrathecal drug and felt better. The physician scheduled the patient for a catheter revision on (B)(6) 2017 and replaced the catheter. The explanted catheter segments were discarded. At the revision, the physician found the spinal segment of the catheter kinked by tissue. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.